Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37791, serial # unknown, product type recharger.

Event description:
A patient reported difficulty recharging. The patient reported they were only getting 2 coupling bars when charging and they used to get 8 coupling bars. The patient reported they fell in the lake in 2 feet of water 3 to 4 weeks prior to call. The patient attempted to position the antenna over the implantable neurostimulator (ins) and saw reposition antenna screen with bars not shaded in. The patient performed an antenna locate feature and the issue was not resolved. It was reviewed that if the ins moved or shifted, that could affect coupling. The patient was redirected to their healthcare provider (hcp) and a replacement antenna was sent to the patient. No patient symptoms were reported. Additional information was received from hcp asking how to tell if an ins was flipped on x-ray. It was reviewed that if the ins was in the buttock/back and was on the left side, leads should point toward the spine. It was also reported that an x-ray confirmed the ins was flipped and the hcp manually flipped it back over. The patient was then able to charge perfectly, getting all 8 bars. The patient was doing well and having no further issues. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.